Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the trocar for the cerclage passer could not be inserted completely. There was no patient involvement. This report involves one (1) trocar for cerclage passer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional device product codes: fsm. Reporter is a synthes employee. Part: 03.221.003 lot: l763343 manufacturing site: ()b)(4). Supplier: n/a release to warehouse date: february 13, 2018. Expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that trocar f/cercl-passer the device was slightly bent, and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. Functional test cannot be performed since the device was received by itself, but the alleged condition can be confirmed since the device was bent might be the reason for the complaint condition. The observed condition of trocar f/cercl-passer in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for trocar f/cercl-passer. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: trokar zu cerclageum hrungs instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.